Event description:
It was reported that the customer had a scratch on the screen and it is indented in the glass box. Customer stated that it hit against the table and messed up the glass box. Customer was sitting down in a chair and got up and scratched the screen with the table. Customer's blood glucose level was 150 mg/dl. Customer stated that the pump was working fine and the scratch is just on the surface. Customer was advised that she can still use the pump and to monitor the pump. Customer stated that it is not a crack, only a scratch on the screen. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).